Event description:
Subcapsular hematoma 43mm without bleeding post extra corporeal shock wave treatment.

Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl.